Event description:
The consumer was putting the head end of the bed up with the remote control, when electrical sparks allegedly came from under the bed. The power cord was allegedly severed in the mechanical assembly for raising the head end. No injury is alleged.

Manufacturer narrative:
Received information alleging the consumer was raising the head end of the bed with the remote and allegedly saw electrical sparks emitting from under the bed. The power cord was severed in the mechanical assembly for the raise head function. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse or physical damage has caused or contributed to this incident. MDR filed solely on the allegation of sparks observed. Malfunction is not confirmed.